Event description:
This complaint is from a clinical study, which is pms 2000'. However, the complaint product was not the cypher implanted at the target of the clinical study. Approximately four months post index procedure a follow up cag was conducted and stenosis was observed at the proximal right coronary artery. There was 90% stenosis. The pt didn't show any symptoms. To treat the lesion at proximal rca a 2.5x18mm cypher sirolimus-eluting coronary stent was implanted at the distal end lesion. A second 2.5x18mm cypher sirolimus-eluting coronary stent was implanted at the proximal end of the initially implanted cypher. The procedure details are all unknown. Approximately three and half months later a follow up cag was conducted and diffused restenosis was observed at the proximal rca. There was 90% restenosis. The pt was asymptomatic. To treat the restenosis, a 2.5x18mm cypher sirolimus-eluting coronary stent was implanted inside of the implanted cypher stents. It is unk where exactly this stent was implanted. The residual percent of stenosis was zero. The procedure details are all unk. The cypher implanted at the target lesion in the proximal lad was patent. Four months later a follow up cag was conducted and 90%-diffused restenosis was observed again at the proximal rca. The pt was asymptomatic. To treat the restenosis a 2.5x18mm cypher sirolimus-eluting coronary stent was implanted inside of the implanted cypher stents. It is unk where specifically the stent was implanted at the proximal rca. The residual percent of stenosis was zero. The procedure details are all unk. Physician's comment: this event is not related to cypher's problem. Please note: device is distributed outside the united sates. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #:9616099-2007-00973, 9616099-2007-00974 and 9616099-2007-00975. Any add'l info will be submitted within 30 days of receipt.